Manufacturer narrative:
The device is expected to be returned for evaluation. The lot number was provided. A review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant information.

Event description:
Device malfunction: premature collapse - locator wings. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, during thumb advancer deployment, slight resistance was felt, and audible click was heard, and the locator wings were no longer apposed to the vessel wall. When the device was removed, it was noticed that the locator wings had prematurely collapsed. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.